Event description:
Pt's mother states that the pump randomly stops working and then restarts back up again with no warning. When looking at the history, this happens several times throughout the day. Told her we would ship new pump to replace defective one (sn (B)(4)). No further info known. The reported product fault occurred while in use with a pt. Dose or amount: 111.1 nkm, frequency: continuous, route: sub. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.